Event description:
It was reported that during a sleeve gastrectomy procedure, on the sixth firing with a blue reload, the device stopped halfway through the firing and only cut and stapled roughly 30 mm. The surgeon reversed the device to open it and removed it from the field. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged release button. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastric. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Sixth. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? One black 4 green. Was buttressing material utilized? If so, which product? Yes. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No - reversed out. What were the patient's pre-existing conditions? Obesity. How long has the surgeon been using this device for this procedure (in years)? Not new. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? Yes. The analysis found that one device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open with the knife was not on the home position. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.